Manufacturer narrative:
The ID was too long to fit in this field. (B)(6). (B)(4). This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A reactive result was obtained for a donor's donation (B)(6) from (B)(6) 2016 when tested with roche cobas ( coi 12.37/ 12.01/12.68 ). The sample was sent to (B)(6) on (B)(6) 2016. The following confirmatory testing results were reported by (B)(6): immunoblot questionable. The sample from the donor's previous donation ((B)(6)) on (B)(6) 2013 had generated (B)(6) when tested with prism hcv and (B)(6) with nat testing. This sample was retrieved, thawed and retested with roche cobas on (B)(6) 2016 and a (B)(6) was generated (coi 12.48). On (B)(6) 2016 this sample ((B)(6)) was sent to (B)(6) for confirmatory testing. The following confirmatory testing results were reported by (B)(6) on (B)(6) 2016 (B)(6); (B)(6); immunoblot questionable. From the donation in (B)(6) 2013 the erythrocytes only from the blood donation were provided to the health care provider (B)(6). No impact to the recipient of the blood products has been reported. An additional archived sample from the donor was tested (B)(6). The original testing on this sample was performed on (B)(6)2012. An initial (B)(6) prism hcv result was generated. The sample was repeated 4 times and (B)(6) were generated (0.44, 0.50, 0.51, 0.48). Nat testing was (B)(6). The donor was blocked at that time. The donor was tested again on (B)(6) 2012 and (B)(6) prism hcv results were generated (0.34, 0.39). The archived sample was retested on (B)(6) 2016 and roche cobas generated (B)(6) (coi 16.12). Confirmatory testing was performed on (B)(6) 2016 and the following results were generated: (B)(6), immunoblot questionable ns3 +/-. No blood products were donated from this donation.

Manufacturer narrative:
Return sample ID (B)(6) was received for testing. The return sample was tested with prism (B)(6) reagent lot 63104li00 (since lot 25071li00 was expired). The result was (B)(6). Supplemental testing with vidas (B)(6) and diasorin liaison (B)(6) ab assay were (B)(6) for the sample. Mikrogen recomline blot detected (B)(6). Iinnolia score detected the band (B)(6) and the result was indeterminate. In conclusion supplemental testing results were discrepant. Therefore the (B)(6) status is unclear for sample ID (B)(6). Since prism (B)(6) lot 63104li00 was used for testing the return sample, sensitivity performance was investigated for this lot. A retained kit of prism (B)(6), list number 6a52-48, lot number 63104li00, was calibrated and the calibration met instrument specifications. The positive control value met control specifications and was in the typical range. To evaluate analytical sensitivity, an additional 4 replicates on each subchannel of sensitivity panel member a,b,c,d,e and of the positive control were tested. The panels and positive control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6) 9045 and (B)(6) 9041). The seroconversion panel results were compared to prism (B)(6) test results provided by zeptometrix. The reagent 63104li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Customer complaint data was reviewed and no adverse or non-statistical trends were identified for prism (B)(6) lot 25071li00. The prism (B)(6) reagent package insert was reviewed and was found to adequately address the issue. A review for non-conformances and deviations associated with the affected reagent lot was performed. No non-conformances and no deviations were identified. Testing regarding sensitivity could not be performed for lot 25071li00 since the prism (B)(6)reagent lots wasexpired. The service history for abbott prism instrument 06a36-10 s/n (B)(4), was reviewed, but did not identify any service-related issues that could have contributed to the complaint issue. Customer complaint data was reviewed for the abott prism instrument and no adverse trends were identified. The abbott prism operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction or product deficiency.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).